Event description:
It was reported that during an a-fib procedure, it wasn't possible to wash both introducers through appropriate valve if the ablator catheter was inserted. The washing was performed when catheter wasn't inserted. The procedure was completed by changing both introducer and ablator catheter. Upon follow up, bwi received the information on (B)(4) 2012 (which changed the alert date), that the flushing issue happened while the sheaths were inside the patient, with no prior flushing check. The procedure was completed without any patient consequence. The new introducer used was from a competitor.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15536174 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The device history record (DHR) review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot and no excursions were found for lot 15536174. (B)(4).

Manufacturer narrative:
The concomitant product: smart touch unidirectional: model # d-1336-02-s, lot # 15543693m. (B)(4).

Manufacturer narrative:
(B)(4). Two non sterile 8fr units were received. A compressed condition was observed at .5mm from tip end of one of the two introducers. A lab sample vessel dilator 8f was inserted through the two sheath introducers, the vessel dilator passed in both products without any problem. No friction was felt. Then the returned sheath introducers were flushed. They had the vessel dilator inserted. The water came out of the sheath without any problem. No resistance was felt at any time. The sheath introducer was checked with the shape master and the forms are corrects. Dimensional analysis was performed to both sheath introducers, body sheath inner and outer diameter (ID and od) were measure in different sections and they were found within specification. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The sheaths were used with a smarttouch catheter, per the IFU, the catheter must be used with an 8.5fr sheath. The customer complaint cannot be confirmed.